Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the left common femoral vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced over a .035 guide wire for dilatation. However, during inflation at 3 atmospheres for 3 minutes, the balloon ruptured. Then, a second 18-6/5.8/75 xxl esophageal balloon catheter was advanced and inflated. However, during inflation at 3 atmospheres for 4 minutes, the balloon also ruptured. The devices were completely removed and the procedure was completed with another of the same device. No patient complications were reported.